Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was charging and saw an informational power on rest (por) come up. Then the stim came on and overcame her whole body, shaking her belly and her legs. This was before por was cleared. The rep was with the patient now and cleared por with 8840 but didn't get code, the ins showed off. However, the patient now reports feeling stim in her legs with ins remaining off. The impedances looked okay, 1400-1800 range. There was no potential emi when the issue first occurred on the day of the call. Patient was at home lying flat on the couch. Caller notes patient has interstim device, patient did not have the interstim controller with her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no other diagnostics were performed. The cause of the por and stim taking over the patient¿s body was undetermined. The rep noted that the patient¿s weight is approximately 185 ponds. The issues were resolved. No further complications were reported.